Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that: "the acetabular reamer handle did not allow the command acetabular reamer to attach to the handle. This was the first time this product was used."